Manufacturer narrative:
One opened company handpiece injector was returned for evaluation for the report that the plunger did not advance. A visual inspection of the intraocular lens (iol) handpiece injector was performed and was found to be non-conforming with the handpiece observed to be seized. No visual damage was observed. A dimensional inspection for plunger position height could not be performed due to the seized condition of the handpiece. A functional thread to barrel engagement and plunger movement check was performed and was found to be non-conforming with the knob spinning in place and not advancing into the barrel. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirmed that the injector plunger is seized. How and when the plunger became seized cannot be determined from this evaluation; however, a manufacturing related issues cannot be ruled out. This injector has been in service for approximately one and a half years. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that before cataract surgery with an intraocular lens (iol) implant procedure, plunger did not advanced. The surgery was completed on same day after replacing the product with another one.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).